Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when the meter sends over the reading to the insulin pump the first number on the left appears to be missing or faded. The customer¿s blood glucose was 187 mg/dl at the time of incident. The insulin pump will not be returned for analysis.